Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion at low psi. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device was tested for downstream occlusion detection and it failed. A review of the event history log (ehl) revealed multiple occurrences of "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of specifications and a faulty downstream tubing guide. The force sensor and downstream tubing guide will be replaced to correct the reported problem. During evaluation, the device also had a false "upstream occlusion" alarm. The cause was identified to be the ultrasonic sensor out of specifications. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.